Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump would not record they're bolus. The customer did not want to speak to another representative. The customer was transferred to a sensor representative to help resolve their issue. The customer did not provide information about their blood glucose levels or any hospitalizations. The customer did not return the product back for analysis.